Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found the sensor retracted inside the sensor base and was broken. Missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used product.

Event description:
The customer's father reported via phone call that they had a sensor anomaly. The inserter did not want to release the sensor. Troubleshooting was performed. Neither the needle hub nor the sensor was inside the serter. The correct insertion steps were followed. It was also noted that the cannula looked like it was separated from the wire electrode. The customer's blood glucose level was unknown. The customer was advised to return the serter and complete sensor.